Manufacturer narrative:
The instrument was returned and evaluated. Engineering found both grip cables on one side of the distal clevis were derailed from the distal idler pulleys. The grip open cable was seated on the outermost pulley and the grip close cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result of the derailed cables. Other cables at the instrument's wrist were not damaged. Additional observation not initially reported by the site was deep scratches on the main tube. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were 0.090 - 0.110 in length and not aligned with the tube axis. Engineering concluded that the damage may be due to mishandling. Electrical continuity testing was performed on the instrument and passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During central processing, the user facility identified a derailed cable on the prograsp forceps instrument. It was reported that nothing fell in a patient and there was no allegation of harm or injury to a patient.